Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 31 bd safetyglide¿ insulin syringes had foreign matter. The following information was provided by the initial reporter: "during the sampling of the material, the presence of the following defects was detected: ...31 needles with excess white resin in the hub..."

Manufacturer narrative:
H6: investigation summary: one hundred thirty samples and photos received for investigation. Upon visual inspection, white epoxy drip over on the needle hub is observed. Additionally, embedded black spots were observed in the shield of three samples. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Probable root cause for the epoxy is associated with the assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub. Action was taken, verification of the cannulator was performed and settings were correct to ensure the flow of products. Based on the quality team's investigation, we are not able to identify a root cause for the embedded foreign matter related to our manufacturing process at this time.

Event description:
It was reported 31 bd safetyglide¿ insulin syringes had foreign matter. The following information was provided by the initial reporter: "during the sampling of the material, the presence of the following defects was detected: ...31 needles with excess white resin in the hub..."